Event description:
It was reported that during a unk procedure, the tissue pad was damaged during use. Error 5 was also displayed. It was confirmed that no piece was left in the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt. Device was discarded by facility.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.